Event description:
It was reported that the patient underwent a mandibular ridge augmentation. The surgeon used rhbmp-2/acs with tenting pins, titanium mesh, and fixation screws to perform a horizontal and vertical posterior mandibular ridge augmentation. The site was closed with a continuous running suture and releasing incisions to manage the flaps prior to closure. The patient presented 5 days post-op complaining of a bad taste in her mouth, and numbness in the surgical area. The patient presented for an emergency visit 6 days post-op. Upon examination, the mesh was exposed on the lingual side of the defect. The surgeon said that there was some swelling, but no signs of infection (no exudate). He refreshed the bone margins (making sure that there was bleeding), performed additional releasing incisions, and re-sutured with buried interrupted sutures and a running continuous suture today. The surgeon considered the possibility of an infection at the site, and changed the patient's antibiotic course. The patient was also already doing chlorhexidine rinses regularly. The surgeon will continue to monitor the patient's progress.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.